Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting quickly. Additionally, the pump intermittently shut off unexpectedly. The customer's blood glucose (bg) level was 120 mg/dl at time of report, and reportedly 380 mg/dl at the time of the most recent occurrence of the event. No additional bg values were provided. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issues and provide assistance; however, the customer did not respond.